Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 450 units of insulin. The customer's blood glucose level was 125 mg/dl. I twas confirmed that the customer had lantus and novolog insulin available as alternate insulin therapy.